Manufacturer narrative:
Implant date: (B)(6) 2006 has been estimated as the implant date. A review of the lot number(s) could not be provided as the lot number(s) was not provided.

Event description:
On an unknown date in 2006, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2015, the excluder device(s) was explanted due to a type ii endoleak with aneurysm enlargement from 5 to 7 cm. According to the physician, the enlargement does not appear to be associated with endotension. The patient is reportedly doing well. Additional event, patient, and device information was requested but is not available.